Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported " right side deflation and pain and a bilateral exchange from textured to smooth due to product concern." Device remains implanted. Right side.